Event description:
It was reported that during an unknown procedure the nurse recognized that gcs40g reload looks strange, unusual. It looked damaged, so they decided not to use this device and took the new one to be safe. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 2/10/2025. D4 batch #939c39. B3: exact date is unk. Assumed first day of the month. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received fully loaded with staples with no apparent damage, with the washer uncut, with the drivers and with the knife recess below the reload deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. The device was tested for functionality with an returned reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted and no damage was noted on the reload. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: depress the release button to ensure the instrument is in the open position. Ensure that the retaining pin has been retracted. Remove the used reload from the instrument. Grasp the top of the reload and lift upward, unsnapping the reload from the jaws. Properly discard the used reload. Thoroughly clean the instrument by vertically submerging completely the anvil and cartridge channel in a sterile solution and swish vigorously. After swishing, visually inspect the anvil and cartridge channel and remove all residual staples and/or foreign matter from instrument prior to reloading. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 939c39, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.